Event description:
It was reported that the device was explanted due to a staph infection on (B)(6) 2014. It was noted that it was not replaced by a product from the same manufacturer at the time, but would be in the future. It was noted that there were no alleged product issues, just a medical intervention for the infection. The staph infection was reported five weeks post-op and the entire system was removed, but it was noted that the patient wanted the stimulation back when the doctor approved the healing from the infection. The patient symptoms associated with this event were drainage and incisional would opening, fever, headache, and an infection at the pocket site and lead location determined from a culture taken at the device pocket and blood work. The onset of the infection was (B)(6) 2014 and antibiotic treatment was necessary. Additional information received the following day reported that the patient had oozing coming from the implantable neurostimulator (ins) pocket at hip location that started two to three days prior. It was noted that patient was having an MRI of the c-spine due to extremity weakness that was reportedly not related to the device. It was noted that the MRI guidelines were reportedly "confusing" because it had two parts: one for full body and one for head-only. It was reported that the manufacturer's representative had seen poor coupling until postop swelling goes down before with another patient that had a "massive infection." It was noted that they had to take the system out. It was noted that "it all happened in one swoop" where the patient was communicating with the recharger but only getting three bars. It was noted that there was "a lot of fluid" in the pocket. It all reportedly looked fine, but that night "it dehisced." Additional information received the following day reported that patient was home with intravenous antibiotics for six to eight weeks. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported prior to having their device explanted they loved the device for two weeks, and it worked awesome. The implant was removed because the patient had a mrsa staph. Infection in the epidural part of her spine. As a result of the infection the patient experienced drainage, pain, and incisional wound opening at the area of the infection. Initially she thought she had the flu and was sick starting on (B)(6) 2014 and laid in bed for two days, but nothing would take the pain away, and then her incision opened up and started ¿spewing.¿ she then went to the emergency room and the device was removed.